Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system generated an elevated troponin (accutni) result above the ami cutoff that did not match the clinical presentation for one (1) patient. The result was not reported out of the lab. The same sample tested negative for troponin t. Results for creatinine kinase (ck) and ck-mb were elevated. Results are shown. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum. No other sample information was provided. The sample was sent to customer product line support for further testing which revealed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. Root cause of event is associated with interferents in the patient sample.